Event description:
It was reported that the day after implant, high thresholds were noted on the atrial lead and the ventricular lead had no capture with pacing spikes noted after qrs. X-ray confirmed both leads were dislodged. The leads were repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri58 lead 2014. (B)(4).